Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) male patient and his daughter contacted zoll customer support to report that the patient is developing an itchy rash and open sores under the vibration box and one of the front electrodes. The patient has been wearing one of his two garment more frequently than the other because the second garment is sewn improperly. Patient is refusing to wear the lifevest until he speaks with his physician because he is uncomfortable as a result of the skin irritations. Patient's daughter follows-up with zoll customer support on (B)(6) 2013 and reports the areas of irritation have gotten worse. The daughter reports that the patient also feels bruised. The patient's physician had no suggestions for the patient. Patient ended use.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.